Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. The cancellous screw was received. The device was fully assembled and had almost no signs of wear or usage. The anodized color on the internal threads of the neutral body subcomponent had been scrapped off and the screw subcomponent was slightly scuffed along the shaft and on the stardrive recess on its head. No other issues could be identified with the returned portions of the device. A functional test was not performed with the received device because the allegation was that the screw would not screw into bone as intended. The received device was manufactured at the brandywine site on 05-11 september 2017. This lot met all dimensional, visual and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. The complaint could not be confirmed for the cancellous screw. The device was received in good condition, with the only signs of wear being scuffs from a screwdriver being used on it. The complaint against its functionality could not be tested since the mating device was not returned and no bone was accessible. There was no indication that a design or manufacturing issue contributed to the complaint. While no definitive root cause could be determined, it is possible the device encountered unintended forces. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device history lot: part number: 04.614.014. Lot number: h449244. Date of manufacture: 09/05/17-09/11/17. Place of manufacture: depuy-synthes brandywine. DHR review completed for lot h449244, no nonconformances found. The DHR shows that this lot was processed through the normal manufacturing and inspection operations with no rework nor nonconformities noted. This lot met all dimensional, visual, and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. A review of the raw material device history record (lot#'s h447465, h443468, h448743, h343525, h447464, h450221, h343532, 7439768), used to make lot h449244, revealed this lot met all specifications with no nonconformance noted. This raw material lot met all chemical composition requirements, physical tests, visual checks, and certification criteria at the time of manufacture with no issues documented during the manufacture that would contribute to this complaint condition. This lot met all dimensional, visual and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2019, during posterior cervical surgery with synapse system, the thread of the cancellous screw synapse was damaged, the unknown screwdriver could not grip properly. Thus, another screw was used to complete the procedure. There was no known surgical delay and no adverse consequences for patient. The procedure was successfully completed. Concomitant device reported: unknown screwdriver (part# unknown, lot# unknown, quantity 1).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: updated data- b5, e1, h11. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate

Manufacturer narrative:
Initial reporter is synthes sales representative. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2019, during an unknown procedure, the cancellous screw synapse was not possible to screw in. Thus, another screw was used to complete the procedure. There was no known surgical delay and no adverse consequences for patient reported. This report is for one (1) 3.5mm ti cancellous polyaxial screw 14mm. This is report 1 of 1 for (B)(4).